Event description:
Physician reported, left side rupture. And silicone tracing to lymph node. Left axilla confirmed, by MRI. Device has been explanted and replaced.

Event description:
Physician reported, left side rupture. And silicone tracing to lymph node left axilla confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, red particles on the shell and gel, fold creases, wear abrasion, and an opening. A microscopic analysis was performed which identified, a crease sharp opening on radius. Based on the device analysis, the final assessment is: a crease sharp opening on radius assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone tracing to lymph node left axilla. (B)(4).

Event description:
Physician reported left side rupture and silicone tracing to lymph node left axilla confirmed by MRI. Device has been explanted.